Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had the following issues: scratches everywhere, battery longevity issues, sticky down arrow key, rainbow effect on screen, noisier rewind, and possible insulin over-delivery. No further details were provided. Troubleshooting did not occur. The insulin pump was not returned for analysis.